Manufacturer narrative:
The unit was inspected by field service on site. The reported problem could not be duplicated. The unit was tested, all operations in all surgical modes found readings are certified to be within manufactures specifications. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported during segment removal the unit sounded like the motor was stopping. The eye collapsed; however there was still nucleus in the eye preventing the posterior capsule from coming forward. There was no posterior rupture. The patients iris went into the port. The doctor went into I/a to complete the surgery but the motor stopped again. It sounded like sputter or like it was grinding to a halt.